Manufacturer narrative:
The unit was not returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
This report was originally submitted on 8/29/2018, and is being resubmitted on 4/23/2020 as the original submission failed to go through. The following was reported by a healthcare facility: we had a incident with a rn at one of our facilities got a slight burn on her index finger from transfilling a portable off a lib 45 stationary. The lib 45 serial #(B)(4) and the l prt c1000 serial #(B)(4) are the ones in question. It is our policy if there is an injury we have someone other than us check out the units in question to determine if there is no mechanical defect that would cause such an injury. Both units have been pmed in the allotted manufacture time frame. I would need just a third party to confirm my thoughts on this being more of a human error (which we have scheduled an in-service with the facility) than a mechanical one.